Manufacturer narrative:
The device evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage and an under water pressure leak test were performed and no defect was observed. Functional testing was performed which revealed a leak in the vent of the filter. The reported condition was verified. The cause was determined to be materials out of specification during the manufacturing process. The component supplier was notified. Should relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set was leaking from the filter. The leak was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.